Manufacturer narrative:
Product analysis: analysis was able to confirm the rf head connection port was faulty. Analysis also noted that the touchscreen was not working correctly in the lower right corner, three lines on the x-axis did not work and the touchscreen was worn. Additionally, the bullets and the stylus were missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connection for the radio frequency (rf) programmer head on the programmer was faulty. The programmer is expected to be returned for repair. No patient complications have been reported as a result of this event. It was further reported that the rf head was returned for service and subsequently tested out of specification during manufacturer's analysis.